Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reported finding a black speck on line five of an apex transfer set fresh out of the packaging. Customer is wary of using transfer set. No patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was provided for evaluation. Upon receipt of the returned sample, visual evaluation was conducted in accordance with the applicable specification, and a brownish embedded particulate at line 5 was identified on the transfer set. Based on the investigation findings, the sample was not within internal specification; therefore, the reported defect was confirmed. Incidents of embedded contamination are normally attributed to degraded/burned material may have become trapped in the vents at the time the part was molded. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.